Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. It's considered as a product problem not an adverse event as mentioned in the first report . The product was returned to ldr medical and then sent to the supplier , in order to evaluate the issue and identify the root cause. The review of the device history records , the traceability and the manufacturing data sheet provided by the supplier did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. Investigation results sent by the supplier show that after analysis of the non-compliant packaging returned by ldr , it appears that the sealing was performed on the opposite end of the bag already sealed. And so the pouch was put in the wrong way on the machine. And as a result the vacuum absence and sealing was not done properly. No patient impact was identified as the issue is highly detectable upon the device box opening. From information provided, based on the product history records, the recurrence of this type of event for this implant and product range manager evaluation, it was assessed that the cause of the event is a sealing deviation due to a human error where the operator put the bag in the wrong side of the machine, where it was already sealed, thus sealing the same side twice leaving the other side unsealed. Therefore corrective action plan was provided from the supplier to prevent similar issue. An internal issue evaluation was initiated to manage this case. Investigation found no other related issue for this batch which indicate an isolated issue. Root cause: operator error during conditioning.

Event description:
Roi-t : inner package not sealed well. The issue was detected upon implant box opening, no patient impact or surgery. Delay more then 30 min. Surgery was completed with another device of the same range. Update was received on november 16th: the inner pa/pe pouch was not sealed. Product was returned to manufacturer and examination was performed by the supplier. Results were provided from supplier on november 27th.

Event description:
Roi-t : inner package not sealed well. The issue was detected upon implant box opening, no patient impact or surgery delay more then 30 min. Surgery was completed with another device of the same range. Update was received on november 16th: the inner pa/pe pouch was not sealed. Product was returned to manufacturer and examination was performed by the supplier. Results were provided from supplier on november 27th.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. It's considered as a product problem not an adverse event as mentioned in the first report. The product was returned to ldr medical and then sent to the supplier , in order to evaluate the issue and identify the root cause. The review of the device history records, the traceability and the manufacturing data sheet provided by the supplier did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. Investigation results sent by the supplier show that after analysis of the non-compliant packaging returned by ldr , it appears that the sealing was performed on the opposite end of the bag already sealed. And so the pouch was put in the wrong way on the machine. And as a result the vacuum absence and sealing was not done properly. No patient impact was identified as the issue is highly detectable upon the device box opening. From information provided, based on the product history records, the recurrence of this type of event for this implant and product range manager evaluation, it was assessed that the cause of the event is a sealing deviation due to a human error where the operator put the bag in the wrong side of the machine, where it was already sealed, thus sealing the same side twice leaving the other side unsealed. Therefore corrective action plan was provided from the supplier to prevent similar issue. An internal issue evaluation was initiated to manage this case. Investigation found no other related issue for this batch which indicate an isolated issue. Root cause: operator error during conditioning.

Manufacturer narrative:
The review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The product was returned to the manufacturer with missing blister. The pa/pe pouch seems to be cutted during the surgery. The product evaluation is in progress. Additional information were requested to the reporter . Investigation still in progress. Conclusion not yet available.

Event description:
Roi-t: absence of vacuum pa / pe pouch. On the (B)(6) in the (B)(6), a roi-t operation took place but when they opened the box of the implant they found that there was no vacuum in the pape pouch containing the cage. No impact on patient or surgery delay was reported. The product was received on the 25th of october from (B)(6). However, the blister containing the pa/pe pouch was scraped. Update received on (B)(6), reporter mentioned that the external package of the box was intact, and the box was also intact. After opening the box, one side package is found without sealing . Additional clarifications were requested to the reporter.